Manufacturer narrative:
Analysis of the information provided indicates that the cause for the discordant elevated mmb result is unknown. A siemens healthcare diagnostics headquarters support center representative evaluated the information and concluded that all elevated values were obtained from one well set which did not have qc samples processed from it. A siemens healthcare diagnostics customer service engineer (cse) was dispatched to the site and performed repairs on december 31, 2016. The cse replaced the r2 tubing and probe. They aligned all probes and the hm module and calibrated the hm mixers. The mmb test was recalibrated using a new well set. No issues have occurred since the reagent well change, service to the instrument, and recalibration the device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, elevated mass creatine kinase (mmb) results were obtained on two patient samples on the dimension exl system. The results were reported to the physician who questioned the results. The same samples were run on alternate dimension and dimension vista instruments and lower results were obtained. Corrected results were issued. Patient treatment was not altered or prescribed on the basis of the discordant elevated mass creatine kinase (mmb) results. There are no reports of patient intervention or adverse health consequences due to the discordant elevated mass creatine kinase (mmb) results.